Event description:
The customer contacted stryker to report that their device was unable to complete a charge for defibrillation. As a result defibrillation therapy would be prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the biphasic pcb assembly and then after other unrelated repairs were completed, stryker observed proper device operation through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed biphasic pcb assembly and determined that the cause of the reported issue was due to the h-bridge being shorted.

Event description:
The customer contacted stryker to report that their device was unable to complete a charge for defibrillation. As a result defibrillation therapy would be prevented from being delivered to the patient if needed. There was no patient use associated with this event.